Event description:
Per the clinic, the patient experienced soreness and swelling at the magnet site along with pain behind the ear. Subsequently, antibiotics (type and duration not reported) were prescribed on (B)(6) 2025, and ointment (type and duration not reported) was prescribed on (B)(6) 2025. Although no active infection was initially observed, it was later reported that the patient experienced an infection (site of infection not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced incisional wound dehiscence and infection at the implant site (specific date not reported) due to combination of implant position with thin skin in the wound area site. Following that, the patient also experienced migration of the receiver/stimulator beneath the dehisced wound and poor performance with the device since activation (specific date not reported). On (B)(6) 2025, the patient was initially treated with oral, IV, and topical antibiotics (duration not reported) to reduce swelling; however, the condition did not improve. Subsequently, the device was explanted (specific date not reported). There are no plans to re-implant the patient with a new device as of the date of this report.